Manufacturer narrative:
(B)(4).

Event description:
It was reported that partial stent deployment, a stent fracture and stent elongation occurred. The 100% stenosed chronic totally occluded (cto) target lesion was located in the minimally tortuous and heavily calcified superficial femoral artery (sfa). Following pre-dilation, a 6 x 200 x 130 innova stent was advanced contralateral over a .035 non-bsc guidewire and stent deployment was initiated. The stent was deployed about one third using the thumbwheel, then the deployment mechanism stopped working. The physician took the delivery handle apart to release the stent. The stent deployed; however, the stent fractured and stretched from the proximal popliteal to slightly above profunda/sfa bifurcation. The stent remained deployed and was securely in place. The physician ballooned it and the procedure was completed. No other steps were taken after deployment. The patient¿s status was reported as fine post procedure.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) with a portion of a separated .035 guidewire stuck in the device. The outer shaft, mid-shaft and the remainder of the device were checked for damage. The returned device showed that the handle was separated upon return. The guidewire that was stuck in the device was protruding from the distal end approximately 61cm. The proximal end of the guidewire could not be measured due to the damage of the internal components of the device. The outer sheath showed a twisting at the nosecone area. The mid-shaft showed no damage. The proximal inner showed damage in the form of separations and bends. The stent damage could not be confirmed due to the stent not being returned; however it was reported that it was fractured. The pull rack was broken. It was noticed that the mid-shaft was pulled out of the retainer clip. The pawl spring showed no damage. No additional damage was found. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing records related to the complaint device were reviewed. It was confirmed that the devices in this batch met all applicable specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that partial stent deployment, a stent fracture and stent elongation occurred. The 100% stenosed chronic totally occluded (cto) target lesion was located in the minimally tortuous and heavily calcified superficial femoral artery (sfa). Following pre-dilation, a 6 x 200 x 130 innova stent was advanced contralateral over a .035 non-bsc guidewire and stent deployment was initiated. The stent was deployed about one third using the thumbwheel, then the deployment mechanism stopped working. The physician took the delivery handle apart to release the stent. The stent deployed; however, the stent fractured and stretched from the proximal popliteal to slightly above profunda/sfa bifurcation. The stent remained deployed and was securely in place. The physician ballooned it and the procedure was completed. No other steps were taken after deployment. The patient¿s status was reported as fine post procedure.